Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the cassette was leaking and the equipment was not aspirating during a procedure. There was no error message displayed. The patient experienced a capsule rupture. Additional information has been requested but not received.

Manufacturer narrative:
The company representative tested the system but was unable to replicate anything that could have contributed to the reported issue. There were no parts replaced and the system met specification. The system was examined and the company representative was unable to find anything that could have contributed to the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. A root cause cannot be determined conclusively. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The customer did not retain the finished goods lot number of the consumable, the device history record (DHR) and lot history could not be reviewed. A sample was not returned for this complaint report. A visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause of the customer's complaint could not be established as a sample has not been received. The manufacturer internal reference number is: (B)(4).